Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Primary results revealed there were no anomalies found.

Event description:
It was reported that prior to the implant attempt this device tested low for battery voltage. The device was not attempted to be implanted and has been returned to the company. No patient complications have been reported as a result of this event.